Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# v315030, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown when the event occurred. It was noted that, during the explant, the lead broke and part of it was left in the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dysf unction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had return of symptom. There were unknown environmental, external, or patient factors that may have led or contributed to the issue. The device was explanted and replaced. It was noted that the lead was partially explanted. The issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v315030, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had return of symptom. There were unknown environmental, external, or patient factors that may have led or contributed to the issue. The device was explanted and replaced. It was noted that the lead was partially explanted. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event.